Event description:
Acct reports that the pressure injector with contrast was attached to an extension set through a leverlock into the proximal port. States that during the infusion, the distal prot "blew across the room". Pt experienced "a little" bleeding but not serious or life threatening. Sample available. Unsure of product code. No serious injury or death occurred with pt.